Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 7752, serial# (B)(4), product type: recharger; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that the patient fell approximately a week prior to the report and the system was still working. The day prior to the report, the patient was ¿security-wanded¿ and, that night, noticed on the patient programmer (pp) and implantable neurostimulator recharger (insr), a "call your doctor" icon - warning power on reset (por), when he went to charge the device. Additionally, stimulation could not be adjusted. It was stated the patient never shut the implantable neurostimulator (ins) off and had to increase his pain medication intake because of not feeling any stimulation. A week after the initial report, it was stated that the patient experienced a fall and the device was ¿now malfunctioning¿. It was unclear what "malfunctioning" was referring to. Additional information was requested, but was not available at the time of this report.

Event description:
The revision had yet to be scheduled as of (B)(6) 2014. The patient was waiting to get in and see the doctor for a consultation. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient fell the beginning of (B)(6) and five days later went through a metal detector for jury duty. The patient felt the stimulator stopped working at that time. The patient attempted charging following the jury duty and observed a power on reset (por) message at that time. The caller stated that the implantable neurostimulator (ins) clinician programmer displayed the ins is discharged message. The caller attempted to run a normal charge and observed the por message. However, the error code was not available. It was bypassed by pressing the audio key, and the ins connected. The caller observed between zero and four coupling bars today. The patient stated that he had been having issues getting coupling bars since the fall and noticed that he had to push a lot harder on the antenna. The patient also stated that the ins moved all over the pocket when he touched it. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that it was believed the patient¿s battery had moved in the pocket and they were trying to get the patient set up for a revision. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the stimulator had been ¿out¿ for over two months prior to (B)(6) 2014. It ¿just went out¿ one day and ¿would not work at all.¿ the patient had been in a lot of pain since then and was ¿overtaking¿ his pain medication. The healthcare professional (hcp) could not check the system and find the reason why it was ¿not working.¿ the caller stated that it either needed to be fixed or removed. The caller stated they contacted the manufacturer's representative but had not heard back. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the stimulator was still not working. The caller and the doctor had attempted to contact the manufacturer representative but had not heard back and the patient was in pain. It was not known if there was a 50% or greater symptom reduction. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.